Event description:
It was reported that a journey prosthesis caused the patient to have a number of painful infection over the course of three years, which eventually required an above the knee amputation.